Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the sample was missing a cap could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that bd IV extension set was missing cap the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached we were notified of a complaint from a customer stating missing clear cap.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed